Manufacturer narrative:
(B)(4). B5 - additional information. H2 - additional information. H6 - additional information.

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.